Manufacturer narrative:
The autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient use, the autopulse platform (sn: (B)(4)) did not start compressions. Additionally, the customer reported that the patient restraint wires was damaged. The reporter did not provide zoll with additional information's. No known patient consequences reported.

Manufacturer narrative:
The customer reported complaint of the autopulse platform did not start compressions and the patient's restraint wire was damaged was confirmed during visual inspection and the initial functional testing. No error or anomalies were noted during archive data review. During the initial functional testing stiff drive shaft was noted, confirming the customer complaint. The root cause of the issue was due to a faulty motor drive train. The motor drive train was replaced to remedy the fault. During visual inspection it was noted that the patient restraint wires and short black cover were damaged. The autopulse platform is a reusable device and was manufactured on 05/11/2009. Therefore, this type of issue is characteristic of normal wear for the life of the device. Additional repair was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The damaged short black cover and the patient's restraint wires observed during visual inspection were replaced. The autopulse has passed all the testing and meets all required specifications.